Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was 269 mg/dl. The customer stated the insulin came squirting out when doing the priming process. Customer was advised that this can be caused by a temporary vent blockage. Customer doesn't want to troubleshoot and would just want the pump replaced. The customer was advised that we would replace pump as a courtesy.